Manufacturer narrative:
Additional information and the return of the device have been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified. The radiographic images showed no evidence of loosening or bony changes at the c6/c7 disc replacement. The disc replacement at c6/c7 showed minimal motion; however, evidence of mild bone loss anteriorly and posteriorly on the superior endplate was observed.

Event description:
M6-c device was removed due to unresolved pain. The device was explanted. The device was intact at the time of removal.